Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.

Event description:
It was reported a 6f angio-seal vip vascular closure device was deployed and hemostasis achieved. A pre-insertion angiogram was performed; the groin was assessed to be appropriate. The patient was discharged 2 hours later without complications. Twenty six hours later, the patient observed swelling in the groin. The patient went to the emergency room by ambulance. A large hematoma was seen. Manual pressure was applied. The patient stated there was pain and bruising from the top of the groin to the knee. The patient was re-admitted to the observation unit of the hospital, and the hematoma protocol was followed. No surgical procedure was performed.